Manufacturer narrative:
Results: failed nut in lift motor.

Event description:
It was reported by service report that the bed lift was drifting down. No patient involvement or adverse consequences are reported.